Event description:
It was reported to nova biomedical, that a consumer received a higher blood glucose reading of 587 mg/dl on his blood glucose meter, when compared to a reading of 118 mg/dl taken at the same time on an hospital meter. The consumer had experienced a day of high readings and he was treating himself with insulin and sugar tablets and ended up going to the emergency room for treatment. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.